Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 11 events were reported for this quarter. 10 devices were received. 8 devices were received for evaluation; 8 events were confirmed during testing. 5 devices were found to be affected by corrosion. 2 devices were found to have debris. 1 device was found to be affected by compromised lubrication. 2 device evaluations are in progress. 1 device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 11 malfunction events, in which the device overheated. 10 reported events had no patient involvement; no patient impact. 1 reported event had patient involvement with no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 2 previously reported events are included in this follow-up record. Product return status: 2 devices were received for evaluation. Evaluation status: 2 events were confirmed during testing. - 2 devices were found to be affected by broken down lubrication. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 11 </noe> malfunction events, in which the device overheated. 10 reported events had no patient involvement; no patient impact. 1 reported event had patient involvement with no patient impact.